Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a procedure for excision of cyst on (B)(6) 2018 and suture was used. During the steam of the subcutaneous tissue, the needle pulled off after few passages through the tissue without exerting excessive force. Another suture was used to complete the procedure. There were no patient or clinical consequences.

Manufacturer narrative:
A detached needle and a suture piece of product were returned for analysis. During the visual inspection of the needle it was observed that the barrel hole of the needle was damaged (crushed) also it was observed several marks on the swage area and edge of the needle appears to be by use of a surgical instrument. Also, the suture was examined for visual inspection and several damaged were observed. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition it was suggest an improper handling of the sample.